Event description:
It was reported that stent damage occurred. The 80-90% stenosed target lesion was located in the left anterior descending artery. A 3.00x28mm promus element plus was advanced for treatment. However, the device failed to cross the lesion and the stent strut was lifted up. The procedure was completed with another of the same device there were no patient complications reported and the patient was stable.